Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. An evaluation is in process.

Event description:
The customer observed (B)(6) surface antigen (B)(6) patient results while using the architect hbsag qualitative ii reagents. The following data was provided (s/co). Initial (B)(6), repeat using another analyzer (B)(6). Another clia system was (B)(6), however the specific method was not provided. Immunochromatography (card method) was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, batch history review, and a labeling review. No adverse trend was identified for the customer's issue. Batch history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.